Event description:
It was reported that suture placement was attempted in the mildly calcified left common femoral artery (lcfa) and the right common femoral artery (rcfa) using the preclose technique prior to an endovascular aortic repair (evar) interventional procedure. The arteriotomy was 6fr and during the evar procedure, the sheath was upsized to a 12fr and 18fr. Reportedly, one cuff miss occurred in the lcfa and the sutures of another proglide was used successfully. Two proglides were used to successfully close the lcfa. Reportedly, a cuff miss occurred in the rcfa and a second and third device were used with the same result. The evar procedure was completed and hemostasis was achieved with the second proglide sutures in the lcfa and a surgical cut-down was performed in the rcfa and hemostasis was surgically achieved. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Inspection of the returned device indicated that the anterior cuff remained in the foot pocket. The returned condition could not confirm the reported cuff miss. Cuff-to-needle tip detachment would have resulted in a failure to retrieve the suture during the needle plunger retraction and could appear very similar to the reported cuff miss. Based on visual and functional analysis of the returned device, the probable cause for the anterior cuff-to-needle tip detachment could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. The other three proglide devices referenced are being filed under separate medwatch MFR numbers.